Event description:
A male had 3 fr single lumen PICC line placed in 2009. One week later, PICC ruptured and had to be replaced. Replacement performed in one week. At approx two weeks later, new PICC ruptured and had to be replaced.